Manufacturer narrative:
Device received on 9/9/2019. Device evaluation summary: during evaluation of the device it was observed at the anterior view an area of missing material measuring approximately 5.0 cm x 2.5 cm also in posterior view was observed a tear between patch and shell. During the microscope examination striations were detected in the edges of the missing material. No evidence of instrument damage was observed in the edges of the rupture. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: left mentor memorygel, 450cc silicone breast implant. Catalog number 3504501bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor memorygel, 450cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed during removal surgery on (B)(6) 2019. Patient underwent bilateral removal and replacement as follow: left replaced with serial number (B)(4), catalog number shpx535, and right replaced with serial number (B)(4), catalog number shpx535.